Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as o product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to hyperglycemia and high blood glucose of 407 mg/dl. The customer was experiencing high glucose for the past two days. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. The customer stated that the doctor and the nurse educator tried to test the insulin pump and found that the device was not recording her boluses in the bolus history. No further info was provided.